Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal end. A piece measuring proximately 0.46¿ x 0.23¿ was not returned with the instrument. Material was missing. As a result of the broken main tube, the entire wrist assembly was broken off as a whole unit including the grip cables, pitch cables, conductor wire, yaw pulley, and grip tips. The customer returned the components of the entire wrist assembly. No pieces appeared to be missing from the wrist assembly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument was wedged and unusable. The procedure was completed with no reported injury.